Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing device from sterile packaging, it was noted that the catheter was fractured at the proximal end. The proceduce was completed with another device.